Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative performed a loss of power test, checked the voltage, and reloaded the software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display images. No patient injury was reported.